Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump exchange, as well as the events leading up to the exchange, cannot be conclusively determined through this investigation. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate ii lvas (left ventricular assist system) IFU (instructions for use) (rev. H) outlines potential adverse events that may be associated with the use of the heartmate ii lvas, as well as normal vad (ventricular assist device) operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2011.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.